Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump was cracked on its top corner and had condensation on the display screen. The customer's blood glucose levels are unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.